Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated erratic estradiol results on one patient. The results provided were: current sample on i1000 (sn (B)(4)) -neat= 934 / auto dilution = 2031pg/ml; repeat neat = 722 / auto = 1744; old sample on i2000 (sn (B)(4))-neat = 787 / auto dil = 1962; new sample - neat = 659 / auto dil = 1757pg/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed erratic estradiol results for one patient currently on ivf treatment, with architect estradiol reagent, list number 7k72-25, lot number 61106ui00. The undiluted results did not match the diluted results on two different instruments. There was no patient sample available to assist in the investigation. A review of product complaints for lot 61106ui00 was performed and did not identify any trends. A search for any issues during manufacturing of this lot did not identify any issues associated with this complaint. A review of labeling was performed and found to adequately address the issue under review or to assist the customer in resolving the issue. The estradiol levels obtained for this patient are in line with those currently on ivf treatment. Based on our evaluation, the assay performed as intended and no product deficiency was identified. Suspect medical device, 4. Lot # from unknown to 61106ui00.